Event description:
A customer reported tobaxter anbissue of leaking minicaptransferset during use.the custoemr stated that the liquid could not be stopped even after closing the clamp. There was no addional disinfectant used. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for leak could not be confirmed in the lab. The sample was evaluated; however the issue was not duplicated under lab conditions. The root cause of the complaint was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.